Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer states the up arrow key is not responsive. Customer's blood glucose level was over 600mg/dl. The customer states the alarm was resolved by a complete set change. Troubleshooting was conducted for unresponsive keypad. Customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.

Manufacturer narrative:
No unexpected excessive no delivery alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The insulin pump had intermittent act button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.